Event description:
It was reported that three (3) vented micro-volume inlets had air in the line. Air bubbles was seen going up into the ingredient bottle and also down the line, thus preventing the solution to run into the line. The issue occurred during priming and pumping. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.